Event description:
As reported on the medwatch report: b.braun product-ultrasite- horizon pump sets. In two different sets the tubing pulled away from the white ultrasite. One from the distal end site from the bag, and the other from the proximal site. In one case, the pt developed back flow of blood and lost approx 300ml of blood. Both situations are a disruptions of to sterile tubing and did not get intended drug therapy. Outcome of patients seems ok. This is serious. They were not glued in well enough. I have both tubings. Lot number unknown. Dates of use: 2009, about a month of stock. Event abated after use stopped or dose reduced: yes. Additional information provided by the facility indicated no intervention was required and the patients suffered no adverse sequela associated with the incident. It has been reported that the actual samples were discarded and are no longer available for evaluation. However, the facility will be sending samples from their current lot of inventory for eval.

Manufacturer narrative:
The actual devices in the reported incidents were discarded and the reported unused samples being sent for eval have not yet been made available to the manufacturer to be evaluated. Without the samples or lot number a through eval could not be performed. Without the lot number, a review of the batch records could not be performed. Further, we are unable to determined when the device was manufactured. However, a corrective action was initiated in 2008 to address similar reports and implement manufacturing process improvements. If samples are received a follow-up report will be filed.